Manufacturer narrative:
The field service center replaced the alarm sounder to correct the reported problem and returned it to the manufacturer for further failure analysis. We were able to duplicate the reported problem. During initial bench testing, the alarm was working normally but the ltv displayed hw flt ((B)(4)). Further testing found the alarm sounder would work intermittently when it was moved or touched and would fail the alarm sound test. This MDR is being filed beyond the 30 day filing timeframe.

Event description:
It was reported that the ventilator had a hardware fault. It is unknown if the reported problem occurred while connected to a patient.